Event description:
A customer reported that when an auto port is created for a beam on focal, the plan is sent to xio, and this beam is subsequently edited, the graphic beam representation and dose display were not updated accordingly. No pts were mistreated.

Manufacturer narrative:
The problem was analyzed by (B)(4) and was verified to exist in xio going back to release 4.3.0 which was first available in (B)(4) 2005. There had been no previous reports of this issue since its introduction. There was no pt mistreatment as a result of this issue; the customer identified it prior to beginning therapy. It has not yet been determined when this issue will be resolved.